Event description:
It was reported to philips that the device was not recognizing the battery. There was no patient involvement.

Event description:
It was reported to philips that the device was not recognizing the battery. There was no patient involvement.